Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient use. A back up device was available and was successfully used to defibrillate the patient. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
After replacing the power pcb assembly, battery wire harness, and battery pins as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker noted that the battery was past its recommended useful life and determined that the primary cause of the reported issue was due to an old battery, which can increase the resistance of the input power path, and cause the device to unexpectedly shut down. Furthermore, it was determined that the corrosion on the pcb-mounted jack connector, designator j11, on the power pcb assembly, and cable-mounted plug connector, designator p11, on the battery power cable, and worn battery pins were both secondary causes which contributed to the reported event.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient use. A back up device was available and was successfully used to defibrillate the patient. There were no reports of adverse effects to the patient as a result of the reported event.